Event description:
It was reported that the infusion tubing detached from the adapter and insulin cartridge resulting in an insulin leak.

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2). The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.